Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had an ultrathane mac-loc locking loop multipurpose drainage catheter placed for "long standing bilateral nephrostomy." The patient returned for a scheduled tube exchange. A leak in the device was observed at that time. No further information was provided. The actions taken by the clinical staff to address this issue are not known. The device is not available for evaluation.

Manufacturer narrative:
Additional information: other relevant history: bilateral nephrostomy. Investigation - evaluation: a review of manufacturing instructions, drawing, specifications and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A device history record review or complaint history could not be performed as the complaint lot number was not provided. Based on the provided information and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.